Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to physical stress that was applied to bending section of the subject device during user handling. The event can be prevented by following the instructions for use (IFU): "important information ¿ please read before use: warnings and cautions. 3.2 preparation and inspection of the endoscope: inspection of the endoscope" olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing, ¿parts fell off from the distal end¿ from the bronchofiberscope. No patient or procedure was affected.

Manufacturer narrative:
The referenced endoscope was returned for evaluation and the customer¿s reported issue was confirmed, the bending section cover at the distal area came off. The inspection also noted the following: bending section cover leak, deformation to the connecting tube, the coating of the connector cover is peeled off, moisture inside the eyepiece unit, and image guide bundle breakage. Also, there are scratches to the up/down knob, universal cord, and light guide cover glass. The cause of the missing bending section cover is unknown, however, the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.